Manufacturer narrative:
H3): the glidelight and the device's outer sheath were returned, with the outer sheath situated over the glidelight's working length, approximately 9 cm distal to the bifurcate handle. Visual inspection of the catheter and outer sheath found biologics present between the sheath and the working length, with heavy biologics also present at the glidelight's distal tip. Glidelight catheter: a kink, with breaches to the outer jacket, were observed just distal to the bifurcate handle. The outer jacket was charred, stretched and melted, with broken and charred fibers present in the area of the breach. Outer sheath: a tear was noted at the proximal beveled end, with kinks noted approximately 10 cm from the proximal end, and 15 cm from the distal tip. H6): based on the device evaluation and investigation, this has been determined to be a use related failure. Historically, the manufacturer has seen this failure when excessive forces are applied to the side of the outer jacket at or near the bifurcate handle. The device becomes kinked and then broken fibers at the area of the kink produce heat, which creates a breach in the outer jacket. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove two right ventricular (rv) leads, one due to being abandoned, the other due to lead fracture. A right atrial (ra) and a left ventricular (lv) lead were present in the patient as well, but were not targeted for extraction. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath on the abandoned rv lead, severe calcium with lead on lead binding was noted from the subclavian to the superior vena cava (svc). The physician's technique was forceful, pushing the glidelight forward while manually ablating tissue with the glidelight's outer sheath. Progress stalled within the vasculature and the pressure caused the bifurcate handle to be pushed forward, and the outer jacket separated from the bifurcate handle. The physician felt temporary heating in his palm from the laser energy emitted from the separated area, but there was no injury detected. Use of the glidelight was discontinued, and a new 14f glidelight was used on the same rv lead. Due to the severe calcium in the svc region, forceful, forward pressure/pushing was applied to the catheter. This resulted in a similar device failure; however, no heat was felt in the physician's hand (MDR #3007284006-2023-00067). Then, manual ablation was performed with the same glidelight and outer sheath with no further lasing since advancement had been made past the obstruction. Both rv leads were successfully removed, and the procedure was completed with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.